Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the keyboard. The keyboard was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system experienced a keyboard error. No report of pt injury.